Event description:
It was reported that this electrode delivered inappropriate electric shocks due to double counting of the patient's ventricular tachycardia (vt). It was also noted that the impedance measurements for the shock was 125 ohms, which was an increase from 51 ohms at implant. After a software upgrade, the impedance increased to 195 ohms. Technical services (ts) suggested that there was possible calcification and recommended a chest x-ray. It was noted that this subcutaneous implantable cardioverter defibrillator system was reprogrammed to the alternate vector and will be further monitored. No adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that this electrode delivered inappropriate electric shocks due to double counting of the patient's ventricular tachycardia (vt). It was also noted that the impedance measurements for the shock was 125 ohms, which was an increase from 51 ohms at implant. After a software upgrade, the impedance increased to 195 ohms. Technical services (ts) suggested that there was possible calcification and recommended a chest x-ray. It was noted that this subcutaneous implantable cardioverter defibrillator system was reprogrammed to the alternate vector and will be further monitored. No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this patient underwent electrode revision procedure. This electrode was extracted then reimplanted. This was due to elevated system impedance measurements with value of 220 ohms. No additional adverse patient effects were reported.